Event description:
Fixed in the mayfield headholder, and then positioned in the prone position, and the head was significantly flexed at the neck. The back of the patient's head was shaved with electronic clippers, prepped and then draped. During the process of draping, it was noted that the patient's head moved, and the drapes were quickly removed, and it was noted that the patient had slipped from the pins with her posterior pin on the left side where she had 2 pins having a laceration of approximately 5 cm in length. We used 70 lb of pressure (between 60 and 80 markings), she had a smaller than average head, though not out of the range of normal for an adult, but that was the only abnormal factor of the site for placement. Smaller heads are slightly harder to clamp because there's less room for error, but I still would have expected us to be able to secure her without difficulties.